Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: france. The needle detached from the thread during surgery.

Manufacturer narrative:
Samples received: 1 unopened box (36 pouches). Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 36 closed pouches. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 4.57 kgf in average and 4.20 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). We have also tested the needle detachment strength of the closed samples received and the results also fulfill the requirements of the ep: 1.86 kgf in average and 0.90 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had an incidence during production (not related to this issue) and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The complaint is not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.